Event description:
It was reported that during a percutaneous coronary interventional procedure, a burr detachment occurred. The 75% stenosed lesion was located in a severely calcified and severely tortuous proximal left circumflex artery (lcx) and left posterior descending artery (l-pda). After not being able to cross with a non-bsc imaging catheter, the 1.5mm rotalink plus device was advanced to the proximal lcx lesion. There was two ablation passes completed at 180,000 rpm for approximately 10 seconds. During the third ablation the tip of the rotablator burr became stuck in the lcx. The physician pulled the device stating that "he never forcibly pushed or pulled the burr catheter". The burr proceeded to detach. The physician cut off the drive shaft in order to be able to retrieve the burr. The burr was successfully retrieved with a gooseneck snare. The procedure was completed successfully with a non-bsc balloon catheter. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: only the rotablator catheter unit was returned. The batch number could not be verified as the handshake connection was not returned. The returned burr was attached to the guidewire and snare. The burr was stuck to the spring tip, and was removed without any difficulty. Microscopic analysis of the proximal end of the burr shows the distal coil was broken as the remaining coil was still inserted in the proximal end of the burr. The proximal end of the catheter sheath was burnt and damaged. The rotablator catheter unit could not be wet tested due to the detached burr. Product analysis of the returned unit showed the annulus of the burr was severely flared & misshapen. No issues were noted with the proximal end of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a bur detachment occurred. The 75% stenosed lesion was located in a severely calcified and severely tortuous proximal left circumflex artery (lcx) and left posterior descending artery (l-pda). After not being able to cross with a non-bsc imaging catheter, the 1.5mm rotalink plus device was advanced to the proximal lcx lesion. There was two ablation passes completed at 180,000 rpm for approximately 10 seconds. During the third ablation, the tip of the rotablator bur became stuck in the lcx. The physician pulled the device stating that "he never forcibly pushed or pulled the bur catheter". The bur proceeded to detach. The physician cut off the drive shaft in order to be able to retrieve the bur. The bur was successfully retrieved with a gooseneck snare. The procedure was completed successfully with a non-bsc balloon catheter. No patient complications occurred. The patient status was good.